Event description:
The medication the pump was delivering was baclofen.

Manufacturer narrative:
Product ID 8780, lot# 0205842727, implanted: 2012-(B)(6), explanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that the patient developed an infection of (B)(6) following a catheter replacement on (B)(6) 2012 (see manufacturer report number 3004209178-2012-06080). A (B)(6) infection developed and the system was explanted on (B)(6) 2012. The healthcare provider initiated an antibiotic treatment and the patient was reported to be 'much better and the blood samples were ok'. The healthcare provider was going to address re-implanting a new pump system after 3 months. Follow up information was requested however was unavailable at the time of the report.

Manufacturer narrative:
(B)(4).